Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the access site was confirmed in the common femoral artery. The device was inserted without difficulty and the foot was deployed. The needles were deployed and as the plunger was being pulled back, the physician stated that he felt "more than normal" resistance. After the suture was cut from the needles, resistance was encountered in the attempt to remove the device. The physician opened and closed the foot and manipulated the device in order to pull it back to expose the guide wire exit port. A guide wire was then inserted. It was reported that bleeding was noted around the sheath of the device therefore manual compression was applied above the access site. The physician stated that he believed that the arteriotomy might have been over dilated during device manipulation. During the delivery of the knot, it was reported that knot lock occurred. The physician cut the suture with the suture trimmer and exchanged the device for a 7fr. Sheath. It was reported that hemostasis was achieved. The sheath was removed later that day when the activated clotting time came down. Manual compression was used to achieve hemostasis and closure. The pt was dischaged home on an unspecified date. There was no report of any adverse pt event.